Manufacturer narrative:
This report is submitted 06 january 2020.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; subsequently the device was explanted (date not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.